Event description:
The caregiver (cg) contacted global technical services (gts) regarding the patient feeling full after they complete therapy, which occurred on the homechoice pro (hcp) after use. The home patient (hp) did a manual drain of 3400ml. This drain volume included his last fill volume of 1500ml delivered by the cycler. The cg called the registered nurse (rn) who advised them to call baxter. The hp uses two 5l bags of 2.5% solution. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume was set to 9.5l, the fill volume was set to 2l, the last fill volume was set to 1.5l. Based on the drain volume and fill volume provided, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The patient had an initial drain volume of 629ml. The total ultrafiltration (uf) was equal to 514ml, the cycle 4uf was equal to 611ml, the cycle 3 uf was equal to -88ml, the cycle 2 uf was equal to 64ml, and the cycle 1 uf was equal to -73ml. The cg stated the drain bag did not look as full as it usually does. The hp usually has a uf of over 1000ml. The cg stated they had no alarms. The tsr explained the drain logic. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on 16 november 2012 regarding the reported event. The nurse stated that she was aware of the event. The nurse stated that they called her first and she told them to call baxter. She stated that the patient has been doing fine since then. She stated the patient just knew that something felt ?terribly amiss? That day so they performed the manual drain. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the baxter product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. Based on the information gathered during baxter?s investigation, this complaint for an increased intra-peritoneal volume (iipv) was confirmed and the root cause of the report was insufficient drain due to a false empty detect and one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.